Manufacturer narrative:
Due to character restrction in block e1 e1 event site telephone is (B)(6). Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 corrected field: e1 (event site telephone) a getinge field service engineer (fse) upon inspection, found that the unit revealed no fault. Testing in maintenance mode showed all component data was normal. Dust removal was performed on the condenser fan, and all functions and safety were tested. All parameters met factory requirements and the equipment is suitable for clinical use.

Manufacturer narrative:
Due to characterization limit e1: event site name: the (B)(6) hospital. Event site address: (B)(6). Initial reporter: dr. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cs100 intra-aortic balloon pump, chinese, 220v intra-aortic balloon pump (iabp) displayed an error message "automatic inflation failed" during use. No harm or injury to the patient was reported.